Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, g2, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by a problem with the communication of the scope cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. In speaking with olympus technical assistance center (tac), tac recommended cleaning the scope contacts with alcohol, and powering off/on the complete video system. The device was noted to need repair. The customer then determined the issue was with the pigtail and not the evis exera iii xenon light source. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed error code b30. The issue was found during preparation for use in a diagnostic procedure. There were no reports of patient harm.